Event description:
During a procedure the device was fired, the suture and dart passed through tissue and exited the body. Upon exit it was noted that the dart was no longer attached to the end of the suture. It is unk if the dart was removed. No adverse outcome to the pt was reported.

Manufacturer narrative:
MFR will continue to monitor this issue through trending. The device was not returned and is unavailable for eval. No results are available at this time.